Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged altitude alarm was verified in pump logs; however, no failure was identified. The alleged battery issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple altitude alarms and was unable to resume insulin. Additionally, it was reported that the pump battery was low at the time of the alarm. Customer attempted to resolve the issue by changing supplies; however, the issue recurred. Troubleshooting was unable to be performed. Customer's blood glucose was 189-426 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.